Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient's upper teeth and lower teeth had a gap where they didn't touch. It made it difficult to bite food. Additionally, there was pain at different locations of both upper and lower teeth and the gums of two left back molars are irritated and infected as the second to last one is bent inward.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.